Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("several cysts on the ovaries") in a 42-year-old female patient who had essure (batch no. B66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included depression, gerd, hypercholesterolemia, rheumatoid arthritis, amenorrhea, menometrorrhagia, nipple discharge and perineal pain. Concomitant products included cyclobenzaprine, famotidine, ibuprofen, meloxicam, venlafaxine and vilazodone hydrochloride (viibryd). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2015, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2017, 2 years 10 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge, migraine ("migraines / headaches"), headache ("migraines / headaches"), menometrorrhagia ("other injury(ies) or complication(s) please describe:menometrorrhagia"), abdominal pain ("abdominal pain"), procedural haemorrhage ("extensive bleeding during essure removal") and fungal infection ("yeast infections"). The patient was treated with surgery (partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (exam under anaesthesia hysterescopy, d and c done on (B)(6) 2016), surgery (exam under anaesthesia hysterescopy, d and c done on (B)(6) 2016) and surgery (oophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, ovarian cyst, mood swings, vaginal infection, migraine, headache, nausea, dyspareunia, fatigue, menometrorrhagia, procedural haemorrhage, urinary tract infection and fungal infection outcome was unknown and the female sexual dysfunction, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, procedural haemorrhage, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: urine pregnancy test: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media, menorrhagia, dysmenorrhea, pelvic pain, abdominal pain.¿ most recent follow-up information incorporated above includes: on 12-jun-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drug, concomitant disease added. Events urinary tract infection and yeast infections added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 42-year-old female patient who had essure (batch no. B66024) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included depression, gerd, hypercholesterolemia and rheumatoid arthritis. Concomitant products included cyclobenzaprine, famotidine and vilazodone hydrochloride (viibryd). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menometrorrhagia ("other injury(ies) or complication(s) please describe:menometrorrhagia"), abdominal pain ("abdominal pain") and procedural haemorrhage ("extensive bleeding during essure removal"). The patient was treated with surgery (partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (exam under anaesthesia hysterescopy, d and c done on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, mood swings, vaginal infection, migraine, headache, nausea, dyspareunia, fatigue, menometrorrhagia and procedural haemorrhage outcome was unknown and the female sexual dysfunction, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, procedural haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), migraines / headaches, migration of essure device, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, otherinjury(ies) or complication(s) please describe: menometrorrhagia, abdominal pain, extensive bleeding during essure removal, patient did not underwent essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("several cysts on the ovaries") in a 42-year-old female patient who had essure (batch no. B66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included depression, gerd, hypercholesterolemia, rheumatoid arthritis, amenorrhea, menometrorrhagia, nipple discharge and perineal pain. Concomitant products included cyclobenzaprine, famotidine, ibuprofen, meloxicam, venlafaxine and vilazodone hydrochloride (viibryd). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2015, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2017, 2 years 10 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge, migraine ("migraines / headaches"), headache ("migraines / headaches"), menometrorrhagia ("other injury(ies) or complication(s) please describe:menometrorrhagia"), abdominal pain ("abdominal pain"), procedural haemorrhage ("extensive bleeding during essure removal") and fungal infection ("yeast infections"). The patient was treated with surgery (partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (exam under anaesthesia hysterescopy, d and c done on 10-jun-2016), surgery (exam under anaesthesia hysterescopy, d and c done on 10-jun-2016) and surgery (oophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, ovarian cyst, mood swings, vaginal infection, migraine, headache, nausea, dyspareunia, fatigue, menometrorrhagia, procedural haemorrhage, urinary tract infection and fungal infection outcome was unknown and the female sexual dysfunction, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, procedural haemorrhage, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: urine pregnancy test: negative concerning the injuries reported in this case, the following one/ones were reported via social media, menorrhagia, dysmenorrhea, pelvic pain, abdominal pain¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.